Event description:
It was reported that the patient presented for a dual chamber pacemaker implant procedure. Interrogation was performed two hours post-procedure, and the electrogram (ECG) revealed ectopic activity along with failure to capture on the right ventricular (rv) lead. The capture threshold of the rv lead had increased, resulting in loss of capture. Additionally, the r-wave amplitude and pacing impedance were noted to have decreased. An x-ray was performed, and no obvious lead dislodgement was observed, the physician indicated that this could be due to a micro-dislodgement. The rv lead was subsequently repositioned on the same day as the initial implant. The measurements post-repositioning were reported to be normal. The patient remained stable before, during and after the procedure.